Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2101332) on 01-feb-2021. The most recent information was received on 08-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 31-year-old female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), myalgia ("muscle pain"), arthralgia ("joint pain"), wheezing ("wheezing"), ear congestion ("congested ear area"), nasal congestion ("congested nose area"), upper respiratory tract congestion ("congested throat area"), autism spectrum disorder ("serous autism"), pericarditis ("pericarditis"), multiple sclerosis ("suspicion of multiple sclerosis"), memory impairment ("impaired memory") and arrhythmia ("arrhythmia") and was found to have pituitary tumour ("suspicion of pituitary tumour"). On an unknown date, the patient underwent hospitalisation ("hospitalization"). The patient was treated with cortisone. Essure treatment was not changed. At the time of the report, the menorrhagia, myalgia, arthralgia, wheezing, ear congestion, nasal congestion, upper respiratory tract congestion, autism spectrum disorder, pericarditis, multiple sclerosis, pituitary tumour, memory impairment, arrhythmia and hospitalisation outcome was unknown. The reporter considered arrhythmia, arthralgia, autism spectrum disorder, ear congestion, hospitalisation, memory impairment, menorrhagia, multiple sclerosis, myalgia, nasal congestion, pericarditis, pituitary tumour, upper respiratory tract congestion and wheezing to be related to essure. The reporter commented: current patient condition: examinations carried out over the last 10 years, more than twenty tests: magnetic resonance imaging, computed tomography scan, hospitalisation (unspecified for wich event), blood test, I am completely helpless and I want support to remove this device that has been causing harm to my life for too many years. High cortisone was given lot number: 893024 manufacture date: 2011-08 expiration date: 2014-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), myalgia ("muscle pain"), arthralgia ("joint pain"), wheezing ("wheezing"), ear congestion ("congested ear area"), nasal congestion ("congested nose area"), upper respiratory tract congestion ("congested throat area"), autism spectrum disorder ("serous autism"), pericarditis ("pericarditis"), multiple sclerosis ("suspicion of multiple sclerosis"), memory impairment ("impaired memory") and arrhythmia ("arrhythmia") and was found to have pituitary tumour ("suspicion of pituitary tumour"). On an unknown date, the patient underwent hospitalisation ("hospitalization"). The patient was treated with cortisone. Essure treatment was not changed. At the time of the report, the menorrhagia, myalgia, arthralgia, wheezing, ear congestion, nasal congestion, upper respiratory tract congestion, autism spectrum disorder, pericarditis, multiple sclerosis, pituitary tumour, memory impairment, arrhythmia and hospitalisation outcome was unknown. The reporter considered arrhythmia, arthralgia, autism spectrum disorder, ear congestion, hospitalisation, memory impairment, menorrhagia, multiple sclerosis, myalgia, nasal congestion, pericarditis, pituitary tumour, upper respiratory tract congestion and wheezing to be related to essure. The reporter commented: current patient condition: examinations carried out over the last 10 years, more than twenty tests: magnetic resonance imaging, computed tomography scan, hospitalisation (unspecified for which event), blood test, I am completely helpless and I want support to remove this device that has been causing harm to my life for too many years. High cortisone was given. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.